Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Provider spoke to (B)(6) in customer service ext 7931 to advise that the lift would go up but would not lower back down. Provider hung up before any additional information could be obtained.